Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz5 left; cat # 5512-f-501; lot # xsij, tri press-fit stem 17x150mm; cat # 5566-s-017; lot # m4k14f, triathlon femoral distal augment 5mm - size 5 left; cat # 5540-a-501; lot # ybmt, triathlon femoral distal augment 5mm - size 5 left; cat # 5540-a-501; lot # xwdv, tri post augment sz5 5mm; cat # 5543-a-500; lot # yfrm, tri ts baseplate size 5; cat # 5521-b-500; lot # zpzl, tri press-fit stem 16x150mm; cat # 5566-s-016; lot # m3v24d, triathlon stem extender 25mm; cat # 5571-s-025; lot # n3w20d, triathlon total knee system offset adapter 4mm; cat # 5570-s-040; lot # m4n03g. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Removal of triathlon ts right total knee arthroplasty due to infected knee.